Event description:
It was reported that the 9900 system had a filament error message displayed during a case. The 9900 system was rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.